Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, the catheter appeared to have a pronounced thin ridge. The balloon was reportedly deflated and the nurse met resistance. A physician was called to assist with the removal and was able to remove the catheter after applying pressure. The patient allegedly experienced pain during the removal and a burning sensation the next several times he urinated. No medical intervention was reported.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Examined the exterior of the sample and found the balloon was flushed with the shaft. The balloon was not mushroomed. This may be caused during the balloon dipping operation of manufacturing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that upon removal, the catheter appeared to have a pronounced thin ridge. The balloon was reportedly deflated and the nurse met resistance. A physician was called to assist with the removal and was able to remove the catheter after applying pressure. The patient allegedly experienced pain during the removal and a burning sensation the next several times he urinated. No medical intervention was reported.